Event description:
It was reported that a patient with neurological symptoms was revised approximately 2.5 years post-operatively to address two migrated tritanium posterior lumbar cages that were in contact with a nerve. Upon cage removal during the revision surgery, the cages fractured intra-operatively (addressed in pi (B)(6)). The fractured components of the cages were explanted, however the rest of the cages remained implanted. The cage surfaces were smoothed and decompression was successfully completed to alleviate the neurological symptoms. This report captures the first of the two migrated cages.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient with neurological symptoms was revised approximately 2.5 years post-operatively to address two migrated tritanium posterior lumbar cages that were in contact with a nerve. Upon cage removal during the revision surgery, the cages fractured intra-operatively (addressed in pi (B)(6)). The fractured components of the cages were explanted, however the rest of the cages remained implanted. The cage surfaces were smoothed and decompression was successfully completed to alleviate the neurological symptoms. This report captures the first of the two migrated cages.